Event description:
Reportedly, during use on a pt, the ventilator gave a 'motor fault' error message with audible alarm and the pump operation stopped. The caregiver pushed a silent button and then the ventilator shutdown within 5 seconds. The ventilator was switched with another one. Please note that the pt is not ventilator dependent and no serious injury was reported. However, if it were to recur, it would not allow enough time for a user to react.